Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving three separate products; associated with MDR numbers: 2937457-2014-00391, 2937457-2014-00392, 1225714-2014-00845, 1225714-2014-00846, 1225714-2014-00847 and 1225714-2014-00848.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on (B)(6) 2008 and subsequently expired on (B)(6) 2008 after the use of the product.